Event description:
Customer reported a no delivery alarm during a bolus and stated that she was able to resume the bolus. She stated that the no delivery alarm did not occur again and declined to troubleshoot for the issue. The blood glucose reading was 63 mg/dl. She stated that she was pregnant and that this was not low for her. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.